Event description:
It was reported that a system error 2240 (air in line/set) occurred during the drain phase on the homechoice. The home patient (hp) was connected at the time of the event. The hp stated they had disconnected and reconnected without following proper procedures. The technical service representative assisted the hp to end therapy. No patient injury or medical intervention was reported as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted.  If any relevant information is obtained, a supplemental report will be submitted.